Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's blood glucose level was 547 mg/dl. A correction bolus via pump was used to address the bg.